Event description:
Boston scientific (bsc) crm received info that this dextrus atrial lead was an attempted implant. During the procedure, the physician experienced difficulty positioning the lead and a perforation occurred. The pt's blood pressure decreased dramatically and the procedure was abandoned. The original atrial lead was re-inserted into the device and the pt was sent to the operating room where a new lead was successfully implanted. Dates were provided by boston scientific.